Event description:
It was reported patient underwent a left total hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to a fractured femur. A plate and cables were implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(6).